Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 15 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image did not appear. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was not confirmed or duplicated. In addition, service found the cable was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.